Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the trigger sticking was duplicated. Based on the investigation details, the likely cause was a cracked trigger housing, which was replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the trigger to the handpiece was sticking while in reverse during a routine maintenance visit. There was no patient involvement. There were no adverse consequences reported as a result of this event.